Event description:
It was reported that the patient experienced unspecified issues with an ambicor penile prosthesis (app). A replacement surgery was performed, in which the app was replaced for a new inflatable penile prosthesis (ipp). No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the ipp had been implanted for 14 years and was not working anymore. No more information available at the moment. Should additional information become available, it will be provided.